Manufacturer narrative:
The device with the lens was returned in the blister tray. The plunger is oriented correctly. The plunger has been retracted to the loading area. The broken haptic is on top of the plunger. The lens has been place in the loading area for return. Viscoelastic and blood are observed on the lens and the haptic. Viscoelastic is observed in the device. Top coat dye stain testing was conducted with acceptable results. The root cause could not be determined for the broken haptic. The plunger has been retracted to the loading area. The location of the plunger in relation to the damaged haptic during advancement cannot be determined. It is possible that the trailing haptic was not properly folded during advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the lot met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a haptic broke on the iol. While removing the lens from the eye, the capsular bag broke. The patient was left aphakic and will require a vitrectomy and an iol implant in the future. The patient had postoperative corneal edema. Additional information was requested.